Manufacturer narrative:
(B)(4).

Event description:
It was reported the blue catheter tip was missing. Additional information was requested, but was not available at the time of this report. There was no patient injury or consequence. The patient's condition is reported as fine.

Event description:
It was reported the blue catheter tip was missing. Additional information was requested, but was not available at the time of this report. There was no patient injury or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the actual sample was not returned; however, the customer provided one photo for analysis. The complaint of catheter tip separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.